Manufacturer narrative:
As reported, the polyethylene glycol (peg) of a 5f mynxgrip vascular closure device (vcd) was pushed into the vessel when the user applied forceful pressure for a total of ten (10) minutes per hospital policy (despite being advised to apply light pressure) after the device had been successfully deployed. There was no reported patient injury. The patient underwent surgery, and no adverse effects were noted. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis. A product history record (phr) review of lot f2528305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment (intravascular)¿ could not be observed without return of the product for analysis or procedural images. The exact cause of the issue experienced could not be conclusively determined. Based on the information provided, handling factors (user applied forceful pressure) and/or access site vessel characteristics (such as calcium or stenosis within the vicinity of the access site) may have contributed to the reported intravascular deployment reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ the IFU also states during step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ additionally, IFU instructs during step 3: remove device, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg of a 5f mynxgrip vascular closure device (vcd) was pushed into the vessel when the user applied forceful pressure for a total of 10 minutes per hospital policy (despite being advised to apply light pressure) after the device had been successfully deployed. There was no reported patient injury. The patient underwent surgery, and no adverse effects were noted. The device will not be returned for evaluation.